Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to it under-infused 11.02%. Service evaluation verified the under-infusion. The cause was identified to be pressure plate travels out of specification. The pressure plate travels were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced an under-infusion of 11.02%. There was no patient involvement. No additional information is available.